Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of s3 alarms was confirmed via analysis of the returned centrimag motor. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot and by the product performance engineering department alongside known working test centrimag equipment. During testing, a s3 alarm activated when connecting the motor to several different centrimag consoles. Despite the alarm, the motor operated the centrimag pump at the set speed without any issues, including when the motor cable was manipulated by hand. The resistance of the wires in the motor cable were then individually measured, revealing that the pink (communication) wire was electrically open. The lemo connector on the motor¿s cable was disassembled to inspect the internal connections, revealing the pink wire had become detached from the soldering connecting it to the connector; therefore, indicating that the wire was not properly solder to the lemo connector. Damage to this connection would result in the reported issue. The root cause of the reported event was determined to be due to improper solder connections of the gray signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier correct action request (scar) was initiated to inform the suppler. The centrimag motor was manufactured prior to the initiation of the scar. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The motor was shipped to the customer on 26mar2020. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, flow, and motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a repeated s3 alarm on two different centrimag consoles with the same centrimag motor. When a different motor was connected to the consoles, the alarm went away. This happened during a wet lab training so there was no patient involved.